Event description:
A review of service data detected a reportable problem. During servicing of battery charger/modem sn (B)(4), exposed wires were discovered on the power supply connector. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation, wires exposed on the charger/modem's power supply connector. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger/modem. The last pt to use this charger/modem did not report any deficiencies.